Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 2nd complaint for the lot# 8019840 for the same defect or symptom. Previous complaint (B)(4). There was no documentation of issues for the complaint of batch 8019840 during this production run. Root cause description: undetermined.

Event description:
It was reported that after completing the puncture, seven bd posiflush¿ normal saline syringe was connected with IV catheter, and the plunger was pushed to a position of 5 ml. After a short time, the plunger was pushed again, but the plunger could not be pushed. The occurrence of this event were seven times. Customer¿s verbatim: ¿ after completing the puncture ,the flush was connected with IV catheter to evaluate the patency,the plunger is pushed to a position of about 5ml. And the connection is maintained. After a short time, the plunger is pushed again for evaluation before the contrast agent to be injected . At this time, the plunger cannot be pushed. ¿